Manufacturer narrative:
Device analysis report. This report is submitted on february 29, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 11, 2024, was filed inadvertently. The correct date of awareness was december 21, 2023, not december 19, 2023, as previously reported. This report is submitted on january 29, 2024.

Manufacturer narrative:
This report is submitted on january 11, 2024.

Event description:
Per the clinic, open circuits were noted on all electrodes. The device was explanted on (B)(6) 2023 and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.